Event description:
Needles have reduced sharpness to cut. Because of this, the tissue is "puched" together, the sample is not adequate, and the biopsy procedure has to be repeated and the pt needs an add'l needlestick.